Event description:
Patient presented to the physician with purulent discharge at the neck incision site. Physician brought the patient into the or, where infected tissue was identified upon opening the incision. Physician removed the entire inspire system, excised the infected tissue, irrigated the neck pocket with antibiotic solution, applied antibiotic powder to the area, placed a drain, and closed the incision.